Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services was made on (B)(6) 2013 stating that lead revision was done. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).